Event description:
It was reported that due to a defective pump the patient had his inflatable penile prosthesis (ipp) explanted. The physician decided to change all components. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to a defective pump. A new ipp was implanted. No additional information was provided.

Manufacturer narrative:
Updated describe event or problem, implant date, primary component, and concomitant product/therapy information.